Event description:
A customer reported receiving an error 6 on their precision xtra blood glucose meter, and as a result, could not properly obtain a glucose result. The customer then reported feeling tired, dizzy and faint. She then reported experiencing a loss of consciousness. Customer reported taking their prescribed medication to counteract the medical event. There was no report of death or serious impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.